Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and dilated left atrium (la). A mitraclip xtw was inserted and deployed on the mitral valve. However, after deployment the clip opened from less than 10 degrees to approximately 20 degrees, causing mr to increase. To further reduce the mr and stabilize the opened clip, a second mitraclip xtw was inserted and deployed on the mitral valve. The procedure was completed with two clips implanted, reducing the mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) fluoroscopic still image of the reported device was provided. The image was taken post deployment in which one implanted clip can be visualized. The clip arm angle appears to be ~20° - 25°; this is an estimation based on visual assessment with the unaided eye and is not confirmed. The observed post deployment arm angle of ~20° - 25° is near the high end of the typical range of clips implanted per the instructions for use (10° - 30°) and is not indicative of a typical post deployment cowl event. Furthermore, per the response to question #6, it was reported that the pre-deployment clip arm angle was < 10°. The observed state of the clip in the images does not present with abnormal or excessive opening typically associated with a cowl event. The IFU step 30.2 instructs the user to close the clip to maintain a distinct ¿v¿ shape and provides warnings to avoid over closing the clip (< 10°). Based on the post deployment fluoro image and incident details, it is likely that the clip was over closed (< 10°) prior to deployment such that the arm angle from pre-deployment (< 10°) to the post deployment state (~20° - 25°) due to normal lock settling could potentially be perceived as a cowl. Lastly, no pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment). With no pre-deployment cine for comparison, a clip arm angle change during / post deployment cannot be assessed and a potential post deployment cowl cannot be confirmed via cine evaluation. There are no other observations based on the fluoro image provided.¿